Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip melted at 18,545 joules. Also, it was reported that an ams representative was present at the surgery and stated that the physician had a bad technique. No patient injury was reported. The device was not returned for evaluation.